Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: rt the actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: following a tavr, the involved tr band rapidly deflated while the patient was still on the procedural table and before they were moved to the stretcher. The band was placed properly and was inflated with approximately 10cc of air, which achieved hemostasis, and then the air escaped, the access site started to bleed. They were unable to locate the leak on the device, and there was no damage to the device. Pressure was held and another trb was applied. Hemostasis was achieved once again, and the patient was moved to recovery. The patient recovered and there were no issues before discharge. The patient was discharged the same day. The blood loss was less than 250cc.